Event description:
Event: surgical intervention. Case details: the patient reportedly had a narrow right iliac artery as well as a tortuous and angulated superior neck. During removal of the device, the jacket guard became stuck in the graft limb and was unable to be resolved using the recommended trouble shooting technique. The physician performed a retroperitoneal cut down to remove the jacket guard. The graft was successfully implanted.